Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va1me15006, product type: lead; product ID: 977a260, lot#: v a1me15007, product type: lead; product ID: 97745, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that while attempting to increase their stimulation, screen 59 was displayed on their patient controller with the message of ¿setting value is unavailable for use¿ and the output failed to increase. It was noted the patient¿s output was set to 1.1 ma at that time. The patient controller battery was removed and reinserted and the patient¿s stimulation was turned on/off in efforts to troubleshoot the issue, but the issue remained unresolved at the time of initial report. The rep later met with the patient on (B)(6) 2020 and interrogated the patient¿s system. Impedance testing performed at that time found an ¿impedance error in the #1 electrode in use.¿ it was stated that at first a high impedance was measured in electrodes #1 and #6 and that during a second measurement, high impedances were measured in electrodes #1, #3, #4, and #6. It was noted that ¿other electrodes also had error¿ at that time. The patient¿s settings were changed to use electrodes that were without error ¿ the stimulation was changed from 0-1+ to 2-0+. The initially programmed electrode pair had an impedance of 40000 ohms, while the ne wly programmed pair ranged from 860-890 ohms. There were no surgical interventions planned or performed and the chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.